Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The root cause of the event could not be determined based on the available information, however clinical and procedural factors including vessel or tissue characteristics, or operator technique are factors that could have contributed. Furthermore, the event could be related to the device potentially as a result of clip mis-formation or a feeding issue. As per the instructions for use, the reprocessed multiple clip applier is intended for use on tubular structures or vessels wherever a metal ligating clip is indicated. The tissue being ligated should be consistent with the size of the clip. The sterilmed reprocessed multiple clip applier is an automatic ligating clip applier that delivers titanium ligating clips. The instrument and clips are designed to offer a fast, efficient means of ligation. The clips are applied to the vessel or other tubular structures by positioning the jaws with the clip around the vessel and fully squeezing the handles of the applier. When the handles are completely released, a new clip is automatically advanced into the jaws of the instrument. Reprocessed multiple clip appliers have been cleaned, evaluated for continued integrity, packaged, and sterilized for a single subsequent use. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient of an unknown age and ethnicity underwent a total laparoscopic hysterectomy (tlh) with bilateral salpingo-oophorectomy (bso) using the reprocessed multi clip applier ligaclip erca rotating medium with large clips (ether320/unknown lot #) and towards the end of the procedure a clip fell off the tissue. The bleeding initially was stopped with the clip however towards the end of the case after looking back at the iliac vein, it was observed that the clip has fallen off the tissue and later found in the patient¿s abdomen not clipped to anything. No further information was provided at this time. Based on the information provided, the event of bleeding was caused as the clip did not hold and fell off the tissue. Clip not holding during the procedure is a reportable malfunction.

Manufacturer narrative:
It was reported that a patient of an unknown age and ethnicity underwent a total laparoscopic hysterectomy (tlh) with bilateral salpingo-oophorectomy (bso) using the reprocessed multi clip applier ligaclip erca rotating medium with large clips (ether320/unknown lot #) and towards the end of the procedure a clip fell off the tissue. The device was not returned for evaluation; therefore, the visual and functional inspections could not be performed, and the reported issue could not be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).